Manufacturer narrative:
Supplemental medical device report (smdr) # 03 is being filed to correct the date received by manufacturer date on the supplemental report, filed earlier. Incorrect date of 29-mar-2019 is being corrected to 22-mar-2019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the tubing was clogged during a procedure. The product was replaced and procedure completed.

Manufacturer narrative:
The lot complaint history was reviewed; this is the fifth complaint for the finish goods lot and fifth for this issue for this lot. The device history record shows the product was released per specifications. A sample for this complaint report has not been received; visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The wet fluid management system (fms) in the tray was visually inspected and no obvious defects that would have contributed to the reported event. Both irrigation and aspiration luers were intact. The fms cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).